Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material was insufficient cleaning. Identification of the material could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the evis exera iii gastrointestinal videoscope had no air flow. The event occurred during reprocessing. There was no patient harm associated with the event. The device was returned and evaluated, and there was foreign material in the nozzle. This MDR (medical device report) is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation was confirmed. In addition to foreign material in the nozzle. The additional evaluation findings are as follows: there was an air/water leak due to air/water channel being perforated; the connector plug unit had a leak; the insertion part of the nozzle was deformed; the distal end of the light guide rod lens was cracked and had foreign material; the insertion part of the charged coupled device unit cover lens was chipped; lenses glue was chipped; the plastic distal end cover was cracked; the bending section cover glue was lifting and peeled off; the bending tube was deformed; the connecting tube had a dent; the control unit air/water nut had paint peeling; the suction cylinder nut had paint peeling; the universal cord had a wrinkle, there was low angle; knob play; and no air/water due to nozzle clogging. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.